Event description:
It was reported that the 9800 system shuts down when the interconnect cable is touched or moved. It was also noted that the power cable has exposed wires at base of the workstation. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and repaired the power cord. The system was tested and found to be working as intended and placed back into svc.